Event description:
After the baby was circumcised, there was an apparant large laceration that went 3/4ths the way-round the penis. The laceration was repaired with sutures. The circumcision device was inspected by the nuse and a physician with nothing unusual noted. There was a question about the washers used under the arm of the divice clamp. The way the washers were apparently placed, there is a possiblility of slipage if enough force is put on the clamp.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: other, misapplication of device, unanticipated short term complication of procedure, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.